Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance less than 200 ohms and thresholds have increased. The device has also been inappropriately mode switching due to noise noted at previous follow up. The patient is not pacer dependent and paces very little in the atrium so a lead revision will most likely be considered during the device changeout procedure. There have been no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.